Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/24/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and capsular contracture baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, capsular contracture baker grade IV and rupture.

Event description:
Patient reported right side capsular contracture (baker grade IV), "pain in the breasts with radiation to the arms, mainly during the menstrual period", radial folds, "heterogeneous intracapsular tissue... Usually recognized as silicone-induced granuloma", "it is possible to feel the edge of the elastomers on palpation of the right side", pain, rupture. Patient was treated with "singular for three times without improvement". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
The device was explanted.